Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's inspiratory tidal volume (vti) levels were lower than expected. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient was provided. Ventec has reached out to the reporter for additional information about the patient, but no response has been received.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001. Section b5, describe event or problem, of the initial medwatch report stated: it was reported to ventec that the device's inspiratory tidal volume (vti) levels were lower than expected. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient was provided. Ventec has reached out to the reporter for additional information about the patient, but no response has been received. Section b5, describe event or problem, of the initial medwatch report should have stated: it was reported to ventec that the device's exhaled tidal volume (vte) levels were low. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient was provided. Ventec has reached out to the reporter for additional information about the patient, but no response has been received. Section h6, medical device problem code, of the initial medwatch report stated: 2993 (inaccurate delivery). Section h6, medical device problem code, of the initial medwatch report should have stated: 3005 (output problem). New information for supplemental medwatch report 001. H6: the reporter responded to ventec¿s request for additional information about the patient and the event. The reporter also confirmed that there was no patient harm as a result of the reported issue. Additionally, the reporter advised that the date of event was 12/28/2024. Section b3 date of event has been updated from 1/21/2025 to 12/28/2024. The device was evaluated by ventec where the reported issue of its exhaled tidal volume (vte) levels being lower than expected was confirmed. Ventec observed that the vte levels were around 420ml when tidal volume was set to 700. Ventec then applied the customer settings to a known good device and found the vte to be approximately the same. Ventec then applied vent 1 test settings to the customer's device confirmed proper device operation through functional and performance testing. The vocsn clinical and technical manual [p. 59] states the following: ¿note: in some cases, the maximum inspiratory pressure setting may prevent vocsn from delivering the entirety of the set tidal volume to the patient. Ventec life systems recommends using the low minute volume alarm as a way to detect this condition. Note: in some cases, the high pressure limit may prevent vocsn from delivering the entirety of the set tidal volume to the patient. Ventec life systems recommends using the low minute volume alarm as a way to detect this condition.¿ the above statements in the vocsn clinical and technical manual show that the set tidal volume may not be reached due to two factors. In this event, it¿s reasonable to conclude that because of other settings set by the customer that the set tidal volume was not being achieved. The investigation determined that it¿s reasonable to conclude that the root cause of the reported issue was user error.